Event description:
Reference lines on the scanogram are above the 4th finger because of reconstruction of zoom-in out of center rotation. The fracture is in the 5th finger (the little finger). There is a possiblity that the surgeon begins to treat the 4th finger. Because the pt complains about pain in the 5th finger, dr. Realized that there is a fracture in the 5th finger, not the 4th finger. The physician treated the correct finger.